Event description:
It was reported that during a colectomy procedure, the staples are not as tight forming and falling off into wound. Case completed with suture reinforcement. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4).